Manufacturer narrative:
There is no new risk discovered for the use of femtosecond laser. The root cause could not be identified by the investigation. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A literature report noted an exchange was performed following laser assisted intrastromal corneal ring segments (icrs) implantation. Visual acuity and refraction improved after exchange. There are three related reports for this literature report. This report addresses a case of intrastromal corneal ring segments exchange and other manufacturer reports will be filed.